Event description:
It was reported that during a routine follow up there were signals coming through on the uni tip ventricular iegm. When the iegm was reprogrammed to v sense amp, the extraneous signals went away. The signals are not sensed by the device and do not appear to affect device function. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.